Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated pacing threshold measurement. Device reprogramming was done and the issue was resolved. Additional information received indicates that suspected cause of this issue was microdislodgement. This rv lead still remains in service. No adverse patient effects were reported.